Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. After alarm, the customer changed the supplies on the pump. The customer's blood glucose (bg) level was 170 mg/dl and a correction was delivered via the pump to address the bg level.